Manufacturer narrative:
The manufacturing and material records for the device involved in this event, as they pertain to the reported issue, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this prosthesis satisfied all required material, visual, and performance standards at the time of manufacture and release. Based on the information available, the definitive root cause of the reported event cannot be established. Based on the information available, the valve remained implanted, only medication dose change was performed, and patient is doing fine now. Reportedly, there is no plan for reintervention at this time. As such, there is no indication of device issue at this time. Furthermore, from the document review performed, no manufacturing deficiencies were noted. Should further information be available in the future, a follow up report will be provided.

Event description:
The manufacturer was informed of the following event through mantra study database. Reportedly, a perceval plus valve size m was implanted in the patient on (B)(6) 2023. Based on the information received, patient had aortic insufficiency that started on (B)(6) 2024 which required change dose/schedule of medication as well as diagnostic examinations and/or tests. As reported, the patient's clinical history included coronary artery disease; stable angina; myocardial infarction (remote (> 90 days)); left ventricular hypertrophy; ischemic heart failure; arrhythmia (atrial fibrillation); systemic hypertension; dyslipidemia; other neurological dysfunction; pulmonary hypertension; resolved malignancy; and covid-19. Furthermore, percutaneous coronary intervention: stenting; and aortic valve replacement: biological 2018 were also reported, and nyha class was IV. Based on the further communication received, patient was discharged and is feeling better. There is no plan for the re-intervention and regular follow ups will be performed.

Manufacturer narrative:
Based on the information available, the definitive root cause of the reported event cannot be established. Based on the information available, the valve remained implanted, only medication dose change was performed, and patient is doing fine now. Furthermore, from the document review performed, no manufacturing deficiencies were noted. Should further information be available in the future, a follow up report will be provided.